Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15849. Follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15849. It was reported the patient experiences discomfort at the occipital (off-label) lead site. The patient indicated the lead is "brushing" against his glasses and hearing aid. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15849 follow-up information indicated the patient's issue is resolved.